Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for low blood glucose; she had lost consciousness while driving and crashed into the median. The customer's blood glucose at the time of hospitalization was 37 mg/dl, which she treated with food. She stated that her blood glucose has been reading low for the three or four days preceding the hospitalization, and that her blood glucose has been dropping overnight. Troubleshooting was declined; however, the customer requested that a message be sent to her medtronic representative to meet with the customer at her next appointment with her health care provider. No products were shipped or returned.